Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was currently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the emergency room visit was almost 500 mg/dl. The customer also stated that she had a heart attack. Customer reported that on the day of the incident, she woke up to a blood glucose level of 400 mg/dl and was vomiting. The customer was wearing the insulin pump at the time of the emergency room visit. During troubleshooting, the insulin pump did not show any signs of malfunction. The insulin pump was not replaced or returned for analysis.